Manufacturer narrative:
The lead has now been returned. Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and the primary finding was the distal conductor was fractured. It was also noted that the distal conductor was distorted and there was blood/body fluid (not obstructed). It was also noted the outer insulation was breached cut and there was a white substance. The lead was flexed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
It was reported that the lead fractured, had an impedance measurement greater than 2000 ohms, and there was loss of capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.